Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The damaged display pcb (printed circuit board) was identified during visual inspection. The cause of the condition was unable to be determined. To correct the condition, the pcb was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged display. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.